Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok keypad buttons were intermittently unresponsive and denied damage to the keypad. Reportedly, there was no moisture in, or exposure to, the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.